Manufacturer narrative:
The customer noticed fluid on the upper reagent carousel. Bci customer technical support (cts) assisted the customer with troubleshooting and had customer check if reagent probe was leaking. The customer verified that reagent probe was not leaking. The customer could not find any leaking reagents or excessive condensation in the reagent carousel. The customer did not want the service and was to call back if the problem continues. There had been no further complaint of leaking filed as of (B)(6) 2011.

Event description:
A customer contacted beckman coulter, inc. (Bci) to report a leakage on unicel dxc 600 pro synchron clinical system. There was no effect to patient or user.